Event description:
The customer's spouse called and reported customer experienced low blood glucose of 39 mg/dl. The customer's spouse wished to know if there was a way to raise the alert volume on the insulin pump, as customer had not heard tehe alert. It was advised there are different alert types, but no way to raise the volume. Customer's spouse declined to troubleshoot for low blood glucose. At time of this report, customer's blood glucose was documented as 270 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.